Event description:
Nora revision: drive devilbiss healthcare was notified by a distributor of an incident involving a rollator, in which an attorney stated that the end user reportedly fell due to a "defective plastic piece that is to attach to the backrest." The end user reportedly hit his neck and back, for which he sought medical attention. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.